Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer is complaining that the tube has no, or little vacuum in them. The following information was provided by the initial reporter. The customer stated: tube without vacuum or with little vacuum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 6096562 is being cancelled due to confirmation the customer indicated there was no issue with the additional batch that was sent with the initial complaint. This supplemental was created to cancel the MDR with MFR report #: 1024879-2022-00562. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer is complaining that the tube has no, or little vacuum in them. The following information was provided by the initial reporter. The customer stated: "tube without vacuum or with little vacuum.¿

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer is complaining that the tube has no, or little vacuum in them. The following information was provided by the initial reporter. The customer stated: "tube without vacuum or with little vacuum.¿.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-12. H.6. Investigation summary: bd received nine (9) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.